Manufacturer narrative:
(B)(4) no conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR since the patient reported the symptom of chest pain and the invisalign system aligners were being used at that time. Not returned to manufacturer.

Event description:
The patient reported symptoms of a sensation of throat closing, nausea, chest pain and panic attack. The patient did not report requiring any medical intervention to alleviate the reported symptoms. The patient reported taking benadryl (over-the-counter, antihistamine) to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2016 and the patient is currently back to normal. The treating doctor did not consider the event was serious or life threatening to the patient.